Manufacturer narrative:
SUMMARY REPORTING EXEMPTION APPROVAL NUMBER - E2017028. THIS SUMMARY REPORT REPRESENTS 6 PATIENTS. THERE IS ONE ROW FOR EACH PRODUCT INVOLVED. IF THERE WERE MULTIPLE PATIENT OUTCOMES, THOSE ARE LISTED AS MULTIPLE PATIENT CODES AND THE TTE LISTS THE DAYS FROM PROCEDURE WHEN THOSE PATIENT OUTCOMES WERE OBSERVED. (B)(4).

Event description:
BOSTON SCIENTIFIC RECEIVED EVENTS AS PART OF THE LAAO/NCDR REGISTRY FOR THE WATCHMAN LEFT ATRIAL APPENDAGE (LAA) CLOSURE DEVICES, FALLING UNDER THE LEFT ATRIAL APPENDAGE OCCLUSION (LAAO) REGISTRY OF THE AMERICAN COLLEGE OF CARDIOLOGY¿S NATIONAL CARDIOVASCULAR DATA REGISTRY (NCDR). THIS MANUFACTURER REPORT IS BEING SENT AS A REQUIREMENT UNDER SUMMARY REPORTING EXEMPTION APPROVAL NUMBER ¿ E2017028 FOR PRODUCT CODE NGV.

Manufacturer narrative:
SUMMARY REPORTING EXEMPTION APPROVAL NUMBER - E2017028. DATE OF EVENT: UNKNOWN.

Event description:
BOSTON SCIENTIFIC RECEIVED EVENTS AS PART OF THE LAAO/NCDR REGISTRY FOR THE WATCHMAN LEFT ATRIAL APPENDAGE (LAA) CLOSURE DEVICES, FALLING UNDER THE LEFT ATRIAL APPENDAGE OCCLUSION (LAAO) REGISTRY OF THE AMERICAN COLLEGE OF CARDIOLOGY'S NATIONAL CARDIOVASCULAR DATA REGISTRY (NCDR). THIS MANUFACTURER REPORT IS BEING SENT AS A REQUIREMENT UNDER SUMMARY REPORTING EXEMPTION APPROVAL NUMBER - E2017028. THIS SUPPLEMENTAL REPORT IS BEING FILED AS REQUESTED BY FDA TO INCLUDE PATIENT, DEVICE AND EVALUATION CODES IN THIS SUMMARY MARKER REPORT. THE DATA IS COLLECTED IN ORDER TO ASSESS WHETHER THE RATES OF SAFETY AND EFFECTIVENESS DURING EARLY COMMERCIALIZATION ARE CONSISTENT WITH PREMARKET FINDINGS. BECAUSE LAAOR DATA IS REDACTED BEFORE BEING TRANSMITTED TO BSC, THERE ARE SIGNIFICANT LIMITATIONS TO BSC'S ABILITY TO CORRELATE THE DATA TO INFORMATION PREVIOUSLY REPORTED FOR THESE 6 PATIENTS. THESE EVENTS ARE MOST LIKELY DUPLICATES WITH POTENTIAL FOR NON-DEVICE RELATED ADVERSE EVENTS INCLUDED.

Event description:
Unique Complaint ID Number,Initial or Supplement,Type of event,TTE in days,Device Brand Name,Medical device identifier,Device Codes;A00638050,,D,0,WATCHMAN ® LAA Closure Device & Delivery System,WU3006,2993;A00638579,,D,45,WATCHMAN ® LAA Closure Device & Delivery System,WU2706,2993;A00638584,,D,1;7,WATCHMAN ® LAA Closure Device & Delivery System,727-UNK,2993;A00638338,,D,0; 4,WATCHMAN ® LAA Closure Device & Delivery System,WU3006,2993;A00638298,,D,38,WATCHMAN ® LAA Closure Device & Delivery System,WU2706,2993;A00638482,,D,1; 4; 9,WATCHMAN ® LAA Closure Device & Delivery System,WU2706,2993